Event description:
A malfunction alarm 20 was reported while the pump was in use. The impact on the customer's blood glucose level was not disclosed. The customer was unable to resume insulin therapy due to a recurring cartridge alarm. Technical support assisted with loading a new cartridge, but the issue persisted. Consequently, a replacement pump was arranged, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was given guidance on returning the problematic pump.